Event description:
The customer observed a falsely elevated salinity I stat high sensitive troponin-I result for a male patient. The following data was provided (customer provided male cutoff is 34 ng/l):: (B)(6) 2023 sid (B)(6) initial result = 903.1 ng/l the patient had a troponin t completed at the emergency room on a siemens instrument and generated a negative result. No impact to patient management was reported.

Manufacturer narrative:
Completed information section - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a search for similar complaints, and review of the complaint text, trending data review, labeling review, device history records review, field data review, and in-house testing. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for list number 08p13 however, no trends were identified regarding commonalities for lot number 45695ud00 and the issue. Device history record review on lot 45695ud00 did not identify any non-conformances or deviations associated the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay worldwide. The review shows that the median patient results for the lots reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. In-house specificity testing was completed with complaint lot number 45695ud00. All specifications were met, indicating that the performance is not negatively impacted. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency with alinity I stat high sensitive troponin-I reagent lot 45695ud00 was identified.